Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex artery. The 3.5 x 28 mm vision stent delivery system (sds) was advanced into the sheath; however, resistance was noted; therefore, the sds was removed. During removal, the sds met resistance with the sheath again and the stent became dislodged in the sheath. The lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.